Event description:
Same case as MFR#: 2134265-2012-08403 and 2134265-2012-08401. It was reported that during a percutaneous coronary intervention procedure, the balloon markerbands were not visible under fluoroscopy. Vascular access was obtained via the femoral artery. The target lesion was located in the severely calcified and severely tortuous left anterior descending circumflex artery. Contrast media/ratio was visipaque 320mg/200ml. A total of three nc quantum apex mr balloon catheters (15mm x 3.00mm, 15mm x 3.50mm, and 20mm x 3.50mm) were advanced and inflated but the physician was unable to visualize the balloons or the markerbands under fluoroscopy on each of the three devices. The procedure was continued with another nc quantum apex balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for analysis with contrast in the balloon. The balloon was tightly folded with no indication of positive (inflation) pressure, and there was no damage or irregularities. The balloon was inflated to nominal pressure to measure the distal and proximal outside edges of the markerband to balloon cone transitions, and the locations of the markerbands, with respect to distal or proximal balloon body/cone transition, were all within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2012-08403 and 2134265-2012-08401. It was reported that during a percutaneous coronary intervention procedure, the balloon markerbands were not visible under fluoroscopy. Vascular access was obtained via the femoral artery. The target lesion was located in the severely calcified and severely tortuous left anterior descending circumflex artery. Contrast media/ratio was visipaque 320mg/200ml. A total of three nc quantum apex mr balloon catheters (15mm x 3.00mm, 15mm x 3.50mm, and 20mm x 3.50mm) were advanced and inflated but the physician was unable to visualize the balloons or the markerbands under fluoroscopy on each of the three devices. The procedure was continued with another nc quantum apex balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).